Event description:
In 2005, the lay pt contacted lifescan alleging that her one touch ultra meter read inaccurately erratic and the one touch ultra test strips appeared damaged with "something in the test strip window". The pt obtained results of 29 and 117 mg/dl on the reported meter within less than 10 minutes each other; these readings were not precise. The pt received no medical attention at the time of concern. The customer service agent (csa) confirmed that the test strips appeared damaged. The meter, test strips, and control solution were replaced.